Manufacturer narrative:
Root cause: use error/training. Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to water. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 104 mg/dl.